Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the jaw would not open when trying to use vessel sealer extend instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument associated with this complaint and completed investigations. The instrument was found to have a dislodged set screw from the grip open ring. As a result, the instrument jaws would not open or close properly. The screw was found dislodged from its normal position and stuck to the magnet inside the housing. There are no signs of potential fragments. Additionally, the instrument was found to have failed mechanical engagement based on log review and during in-house testing. The instrument inputs failed to engage with the in-house system's sterile adapter on quantity 3 of the (3) attempts, preventing the instrument from entering into following. The error logs for the system installs display error code 22020, with grip axis failed to engage. The logs for the reported procedure confirms two engagement failures occurred on correlating installs of this instrument in the field. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.